Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test. No strange noise was noted during testing. The motor was inspected and no drive motor anomaly was noted. The insulin pump had cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump was making an audible sound during the rewind process. Customer reported that the insulin pump was not bumped or dropped. Blood glucose level was 190 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.